Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 12/13/2022, it was reported by a sales representative via phone that a ar-9811 apollorfs plate came off. This occurred during a shoulder scope on (B)(6) 2022 when burning tissue it was noticed the device stopped. The device was removed and found to be missing the plate as it came off inside the patient. The piece was retrieved, and the case was completed using another ar-9811 that worked accordingly. There was no patient effect reported.

Manufacturer narrative:
The complaint is confirmed. One unpackaged ar-9811 apollorf¿ mp90, aspirating ablator, 90° batch number 66682682, was received for investigation. No functional testing was performed due to the device's connector was cut. Probe memory was analyzed for error codes. The visual evaluation found that the aspirating probe electrode face was detached.